Event description:
Same case as MDR ID#: 2134265-2010-05329. It was reported that during preparation for a peripheral stenting treatment procedure the guide wire perforated the catheter wall. The lesion was located in the left common iliac artery. As the physician was preparing the magic torque guide wire, the tip of the guide wire touched the monitor contaminating the guide wire. The contaminated tip of the magic torque guide wire was cut off. As the 7.0x40x135cm express ld iliac / biliary stent system was loaded onto the magic torque guide wire, the magic torque guide wire perforated the proximal portion of the express ld shaft. This event occurred outside of the patient. Another 7.0x40x135cm express ld iliac / biliary stent system and magic torque guide wire were used to complete the procedure. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR ID#: 2134265-2010-05329. It was reported that during preparation for a peripheral stenting treatment procedure the guide wire perforated the catheter wall. The lesion was located in the left common iliac artery. As the physician was preparing the magic torque guide wire, the tip of the guide wire touched the monitor contaminating the guide wire. The contaminated tip of the magic torque guide wire was cut off. As the 7.0x40x135cm express ld iliac / biliary stent system was loaded onto the magic torque guide wire, the magic torque guide wire perforated the proximal portion of the express ld shaft. This event occurred outside of the patient. Another 7.0x40x135cm express ld iliac / biliary stent system and magic torque guide wire were used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).